Manufacturer narrative:
The insulin pump was received with lcd bleeding due to cracked on lcd glass. Also, the insulin pump had broken off end cap.

Event description:
It was reported via phone call that the battery compartment was scratched. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.